Event description:
The device was used during an unspecified laparoscopic procedure. Reportedly, the instrument jammed. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.